Manufacturer narrative:
Attempts were made to obtain further information regarding the repair and operational status with no additional information provided from the reporter and therefore cannot be determined. A review of service history found no parts were ordered or service requested, and the case was closed. A supplemental report will be submitted if new information is received.

Event description:
The customer called into technical support (ts) reporting that the device has a bad grounding, out of specs. And it is failing the electrical safety test, reading over .3 mohms. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse instructed the customer to check the inside ground and it was reading 0.32., recommended a power cord. Provided part ID, power cord, right angle na. The customer also has a question on the internal battery and the test required when changed. The rse pointed the customer to the section in the manual that states, electrical safety test and internal battery test is required after replacing the internal battery. The battery was from 2011. Further information is pending.